Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences or procedure complications due to the prolonged procedure? Please refer to the event description, other information requested is unknown. Were there any patient consequences at all? Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bilateral eyelid tumor resection procedure on (B)(6) 2026 and suture was used. At 09:40. The patient underwent surgery due to the presence of eyelid xanthoma in both eyes. During the surgery, when the suture was lightly pulled and sutured, the problem of pulling off suture needle happened and could not be sutured. The suture with the same lot number was immediately replaced to complete the follow-up surgery. Extended the surgery time. No adverse patient consequences were reported. Additional information was requested.